Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures did not come out during pulling out the plunger¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other device with the same reported issue is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via 7f sheath prior to a stent graft procedure. Reportedly, during step #3 [pulling out the plunger], the sutures did not come out for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.